Manufacturer narrative:
This report is being filed as a correction in response to an FDA request. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this lead was unable to be successfully implanted as it exhibited a lead conductor fracture and high pacing impedance out of range. The lead was then removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead was returned for analysis. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Manufacturer narrative:
Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this lead was unable to be successfully implanted as it exhibited a lead conductor fracture and high pacing impedance out of range. The lead was then removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this lead was unable to be successfully implanted as it exhibited a lead conductor fracture and high pacing impedance out of range. The lead was then removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead is expected to be returned for analysis.